Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increased left ventricular (lv) threshold and impedance measurements. The impedance measurements were greater than 2500 ohms. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the lv lead was programmed off, and the device was subsequently right ventricular (rv) pacing only. No adverse patient effects were reported. The device remains in service.